Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low reservoir alert and then the customer changed the reservoir and rewound the pump. Customer stated that the insulin continued to move through the tube. However, the insulin keeps rushing through the tubing. Customer stated that they have tried 3 times. Customer's blood glucose level was 323 mg/dl. Customer was using all of her insulin. Insulin pump will need to be replaced. No further assistance required.